Event description:
One sample of ivenix administration set was returned for evaluation. During the visual inspection, it was observed that a piece of tubing had broken off and became lodged inside the microclave. Microscopic evaluation confirmed the presence of cracks along the perimeter of the luer lock, and a broken piece inside the microclave. The customer complaint is confirmed. The probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component. The root cause could also be related to improper use by the customer where he exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was opened to investigate this issue. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area.

Event description:
The following has been reported: nurse reported: 1. This was a microclave that had broken piece of the tubing that was stuck in the microclave. Set code/lot are unknown - selecting set-tbd in order to open a general set complaint customer did not mention if there was patient involvement or if an active infusion was stopped due to the above incident. Customer stated the set contains hazardous material so no sample is available for evaluation. A preliminary review of the logs identified the following issue: administration set breaks (any part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.